Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the image noise issue could not be determined, however, the image was likely the result of component failure due to damage to the charged-coupled device unit and or shaved video connector contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a non-clinical procedure, the flex deflectable videoscope exhibited image noise. There was no patient involvement, and no harm was reported as a result of the event.